Manufacturer narrative:
(B)(4). Date sent: 8/2/2023. D4: batch # 258c90. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 258c90, and no non-conformances were identified.

Event description:
The surgeon was using the echelon in his left lateral stapler hepatectomy. During the first firing (pulse firing), the stapler fired halfway after pre-compression and was locked out. The knife was reversed using the reverse button. Upon taking the stapler out for inspection, it was noticed that the jaw looks deflected and could not close fully. A second stapler was opened and the procedure continued with 3 pulse fires with pre-compression. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4); date sent: 6/27/2023; d4: batch # unk; b3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: 1. Source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? Obtained from colleague covering the case ((B)(6)) on (B)(6) 2023 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. 3. What is the most current patient health status? Unknown 4. Has the complaint product returned to the service center? Yes, has been arranged. Will cc u in the email a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9c42d, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.